Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer's blood glucose level as it was unknown or declined to answer if the level exceeded 500 mg/dl. The customer was assisted by technical support to reset the pump, which successfully resolved the issue, and the customer understood to report if the malfunction code recurred.